Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. During the procedure the tail end hole leaked water. It is characterized as a slow leak. No abnormalities were seen during preparation of the sheath. There was no damage to the luer. A pressure bag was used for irrigation method. No air was seen in the sheath. No air was seen in the patient. A farawave catheter had been inside the sheath prior to, and or at the time the leak was observed. A new device was used to complete the procedure. No patient complications occurred. The device is expected to be returned.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. During the procedure the tail end hole leaked water. It is characterized as a slow leak. No abnormalities were seen during preparation of the sheath. There was no damage to the luer. A pressure bag was used for irrigation method. No air was seen in the sheath. No air was seen in the patient. A farawave catheter had been inside the sheath prior to, and or at the time the leak was observed. A new device was used to complete the procedure. No patient complications occurred. The device was received for analysis.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of leak. Visual inspection revealed no outer abnormalities were noted. The sheath passed all leak testing and microscopy did not reveal any damage to the valves. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk review: a risk review performed for the faradrive device confirmed that the event of leak is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of device problem excluded and supporting evidence that came to this conclusion. Boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. No problem detected, the sheath passed all leak testing and microscopy did not reveal any damage to the valves.